Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for malignant pain. It was reported that the patient had magnetic resonance imaging (MRI) 2-3 day prior to the report date and, since then, they felt like the pump may not be working, as the patient was having withdrawals. The reporter asked if a local manufacturer representative (rep) could see the patient to read the pump. The reporter was transferred to the national answering service (nas). Additional information received indicated that patient was hospitalized for right leg edema, which was unrelated to the patient¿s device or therapy. During the hospitalization, the patient had the previously reported MRI due to the right leg edema. Following the MRI, the patient thought that the pump was not working due to having withdrawals. The patient was discharged from the hospital on 2025-11-01 or 2025-11-02.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider reported that the patient was seen in office and no concerns were mentioned.